Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. (Same product as related (B)(4).) As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.

Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2012 10:43:34. No additional information is available.